Event description:
It was reported that a dye study done and there was aspiration issues, they could not aspirate from side port. They were unable to perform the dye study. Patient has started to experience withdrawal on or around 2014 (B)(6). Symptoms included increased pain, nausea, vomiting and spasticity. Patient was on oral baclofen, morphine and norco at the time of the event. A revision was done, the old catheter was removed and a new catheter was implanted. Initially it had been reported that there had been no segments left in the intrathecal space, but later per the physician it was noted they had left catheter or catheter segments in the patient that was not in use. It was unknown where the location of the catheter issue was. Due to the catheter issue, the patient was admitted to the hospital, the pump was restarted at a lower rate and it was planned to be titrated as outpatient. The pump system was delivering baclofen and morphine. Patient's status at the time of report was "alive-no injury." It was noted from the manufacture representatives knowledge that the patient was receiving effective therapy. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).